Manufacturer narrative:
Concomitant medical products: product ID: 3877-75, lot#: 0206890132, implanted: (B)(6) 2013, product type: lead. Product ID: 3877-75, lot#: 0206895040, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3877-75, serial/lot #: (B)(4), ubd: 08-mar-2017, UDI#: (B)(4); product ID: 3877-75, serial/lot #: (B)(4), ubd: 08-mar-2017, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins) for other chronic pain. It was reported that there was no longer adequate stimulation and reduced pain relief. The event resulted in an unscheduled clinic or office visit. The device was interrogated. High impedance was measured at electrode 0, 1, 5, and 6. After interrogation a new program was set. The outcome was resolved without sequelae. Etiology was related to device or therapy, and possibly related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-75, lot# 0206890132, implanted: (B)(6) 2013m product type: lead. Product ID: 3877-75, lot# 0206895040, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the high impedance was unknown. The action which was taken was reprogramming.